Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported failed PICC insertion due to PICC not threading. On removal of PICC. Guidewire then removed from PICC with no resistance. On removal it was noticed that guidewire had fractured and approximately 6cm of the wire remained in the patients PICC which remained in the patients arm. Venous spasm and unable to remove, approximately 6cm of the wire remained in the patients arm. PICC left insitu. Ir contacted immediately who requested urgent cxr & xr humerus. Nurse in charge and triage doctor informed. Clinical observations recorded. Explanation given to patient. Following xr patient transferred to ir via bed accompanied by nurse. No other information was provided.